Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat pain secondary to end-stage osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left tka revision to treat pain secondary to loosening. Upon entering the joint, the surgeon identified and debrided massive synovitis. The tibial tray was loosened and debonded at the cement to implant interface. The patella was well-fixed and retained. The femoral component loosened at an unknown interface and revised. The surgeon notes there was a 3 x 3 mm cystic change to the femur with medial femoral bone erosion, which were debrided and repaired with allograft. There was no reported product problem with the revised tibial insert. The patient was implanted with competitor products. The procedure was completed without complications. Doi: (B)(6) 2016; doi: (B)(6) 2019; right knee.